Manufacturer narrative:
(B)(4). The complaint devices were discarded by the hospital and could not be returned to fisher & paykel healthcare for investigation. Without the return of the devices, we are unable to confirm the reported fault or determine the root cause. The mr290 chamber consists of a dual float mechanism utilising independent floats to control the amount of water flowing into the chamber. From our knowledge of similar complaints, overfilling chambers are most frequently associated with jamming of both float mechanisms due to impact damage. The mr290 user instructions include the following warning: "do not use the chamber if the seals are not intact when received, or if it has been dropped". During production, all mr290 chambers are tested for float function. Any chambers which fail the test are rejected. A lot check could not be performed as no lot number was provided. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare clinical product specialist that three of the mr290 humidification chambers filled to the top during use on a pt. There was no pt consequence.